Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique, further descrbed as the patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the patient made a mistake/break in aseptic technique. The patient was not hospitalized. On an unreported date, the patient began remedial treatment with fortum (1gm, ip, frequency not reported) and vancomycin (1gm, ip, once in five days). The outcome of the peritonitis was unknown,

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.